Event description:
Abbott was informed of a false negative result via social media that occurred with the binaxnow covid-19 ag self test performed on (B)(6)2022. The consumer reported performed a home test that generated a negative result. Repeat testing was performed since consumer¿s doctor office would not except the negative result generated by the home test. The consumer reported that repeat testing was performed at the doctor¿s office and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
The customer was unable to provide the required information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. H3 other text : device discarded, single-use device.

Event description:
10oct2022: meraki social emailed technical services to notify us of a social media post from a customer complaining about inaccurate test results and provided screenshot of said post. Meraki social says "we have requested her contact details and will forward them on, should she choose to share them." See attachment: "(B)(6)_original email from customer". See attachment: "(B)(6)_social media post screenshot".